Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in an upper limb vessel. A 4.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another 5x40mm sterling balloon catheter. No patient complications nor injuries were reported.